Manufacturer narrative:
The hba1c reagent lot number was 79403701 with an expiration date of 31-aug-2025. The customer pulled and repeated 10 other patient samples that were processed around the same time and the repeat results matched the original results. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. There was no indication of a reagent performance issue. "Abnormal liquid level", "sample short", and "abnormal aspiration" alarms were observed on the alarm trace data. The field service engineer (fse) found the rinse cells were overflowing. The fse adjusted the cell rinse heights. Precision testing was within specification. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant hemoglobin a1cdx gen. 3 (hba1c) on a cobas c 503 analytical unit. The initial result was 12.8%. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated with a result of 7.6%. This result was believed to be correct.